Manufacturer narrative:
Investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 4010641 and bd complaint number (B)(4) for missing sleeve labels. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4010641 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing, including sleeve attributes, performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 4010641 for labeling. Retention samples from batch 4010641 were not available for inspection. Five photos were received for investigation. One photo features a plate print from batch 4010641 (time stamp 1511) for batch verification. The other four photos each show a sleeve with no sleeve label visible next to a carton label from batch 4010641 (carton 0286). No return samples were received for investigation. It is noted that this product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed for missing sleeve labels. No complaint trend has been identified for labeling; no actions are indicated at this time per bd procedures. Bd will continue to trend complaints for labeling.

Event description:
It was reported before using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) there was a missing sleeve label. There was no report of impact on the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) there was a missing sleeve label. There was no report of impact on the patient or user.